Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose value of 425 mg/dl. The customer was treating high blood glucose with manual injections. Customer¿s other blood glucose level was 279 mg/dl, 277 mg/dl, 373 mg/dl, 153 mg/dl, 215 mg/dl, 385 mg/dl, 343 mg/dl, 369 mg/dl. The customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for the analysis.